Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Lot specific voluntary recall ra2016-028 eas initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned

Event description:
It was reported the patient's hip was revised due to dislocation of the head from the liner. Additionally, the surgeon reported the presence of metallosis. An lfit v40 head and 36g poly liner were revised to a constrained liner with ceramic head and sleeve. The stem was not revised. Rep provided explant pictures and reported that x-rays, medical records, and additional information are not available due to hospital policy.